Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, once the device was removed from the scope after successfully retrieving a biopsy sample, one of the jaws of the device would open for retrieval of the sample, but would not close again. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - other (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).